Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the customer's blood glucose was fine for the first few days, and then it went up to 300 to 400s. The customer stated that the insulin pump was not working since his blood glucose kept going up. The customer was found in the bathroom by a co-worker, and the next thing he woke up in the intensive care unit. It was stated that the customer's diagnosis was diabetes ketoacidosis and coma. It was stated that the customer had trouble controlling his glucose level while staying in the hospital, and his red and white cells counts were off. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.